Manufacturer narrative:
Stryker evaluated the device and the reported issue of unexpected loss of power was able to be verified and was able to be duplicated. It was determined the cause of the issue was insufficient charge in the second battery. New batteries were installed into device to resolve the issues. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device switched off unexpectedly during a patient cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. The patient was able to be resuscitated with no adverse consequences.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device switched off unexpectedly during a patient cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. The patient was able to be resuscitated with no adverse consequences.

Manufacturer narrative:
Section h6 results code of initial medwatch report indicates: power source problem identified. Section h6 results code of initial medwatch report should indicate: mechanical problem. Section h11 of initial medwatch report indicates: stryker evaluated the device and the reported issue of unexpected loss of power was able to be verified and was able to be duplicated. It was determined the cause of the issue was insufficient charge in the second battery. New batteries were installed into device to resolve the issues. The device passed functional and performance testing and was returned to the customer. Section h11 of initial medwatch report should indicate: stryker evaluated the device and the reported issue of unexpected loss of power was able to be verified and was able to be duplicated. It was determined that the cause of the issues were a cracked clip that retains the battery in position, causing the battery to disconnect. New batteries were installed into device to resolve the issues. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device switched off unexpectedly during a patient cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. The patient was able to be resuscitated with no adverse consequences.